Event description:
It was reported the instrument was used during a coronary artery bypass graft. It was reported to the rep the clips were "defective." Upon investigation by the rep, the only thing that was described was that the clips would not close completely around vessel. No surgeon name was available. There was no consequence to the patient.